Event description:
Registered nurse reported that pt came in for routine dialysis treatment. Pt connected to machine using tesio catheters and using approved procedures. Venous line became disconnected during first 5 minutes of treatment. Connections were soaked with betadine and treatment was re-initiated. Pt remained asymptomatic throughout and after incident. No alarms sounded during incident. Approx 100-150cc blood was lost.